Event description:
It was reported to philips error code consistent with alarm light emitting diode (led) failure. The device was being set up for patient use however, there was no patient or user harm reported. At turn on, the unit gave a check vent alarm for alarm led failure code. The customer states the alarm could not be duplicated. The customer and philips remote service engineer reviewed and discussed suggested repair for diagnostic code consistent with alarm led failure: disconnect all power (section 8.2). If this code does not recur when power is reconnected, no further action is required. Replace the power switch overlay. Philips remote service engineer provided customer with parts identification for the power switch overlay as needed. Customer is taking responsibility to correct/repair the device. Based on the information provided and service performed, the customer¿s alleged malfunction was confirmed. Further information is pending.

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device that have been unsuccessful. No part was returned. The device was not being used for treatment when the reported event occurred.